Manufacturer narrative:
Date of event: unknown, not provided. Best estimate (B)(6) 2018. If explanted; give date: not applicable; the lens remains implanted. It was indicated that the device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A patient family member called to report the experience her mother had following implantation of symfony intraocular lenses. The mother reported that the glare is unbearable. She is now a prisoner in her own home. She can't watch tv, stay on the computer or drive. Reportedly, her mother has been sick for years and trying to get her life back by fixing her vision and now things are worse than ever. Further information noted that her mother ordered anti-glare glasses and just received them. Her mom did go back to the doctor and ''blasted'' him for not telling her about the glare she would get from the symfony lenses. The doctor reportedly offered no help; but stated he could take the lenses out. Doctor also told the patient that it would take about 7 months for her eyes to compensate. She was told to continue using the drops to keep her eyes moist. The mom said to her daughter, around the holidays, that everything looked great, although there were halos around all lights. She denies that her mom has any medical conditions that could have caused or contributed to the halos. No further information was provided. Patient had bilateral symfony lens implants. This report represents the lens implanted in the right eye. A separate report will be filed for the left eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.